Event description:
It was reported that a patient presented with a high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was not known.